Event description:
The customer reported to customer service that she used her personal use breast pump successfully one time on (B)(6) 2011. When she went to use it a second time on (B)(6) 2011, she was unable to pump anything because she was engorged and was told not to pump because pumping would stimulate milk production which would worsen her engorgement. She developed mastitis and was instructed to pump, but she couldn't express milk with the personal use breast pump so she rented a hospital grade pump. She did not use the personal use pump again until (B)(6) 2011 on a trip (it is more portable than the hospital grade pump), at which point in time she still couldn't express milk with it.

Manufacturer narrative:
In follow up with the customer, she indicated that in early post-partum she received conflicting advice about breast feeding and pumping from caregivers and became engorged and then developed mastitis. At that point, she had used the freestyle breast pump once successfully and on a second occasion could not get it to express milk. She was treated with antibiotics and began renting a hospital grade pump, which she had been using until recently when she went on a trip and needed the portability of the freestyle. Again, when she used the freestyle, she could not get it to express milk. She discovered that she could get it to work if she put pressure on the end of the tubing where it connects to the breast shield. Customer service sent replacement parts/accessories to the customer, which the customer indicated resolved her issue and she is able to express milk with the freestyle. Her mastitis has resolved and she is fully recovered. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Because a malfunction of the pump was not indicated, it was not requested to be returned for testing/analysis. Furthermore, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues.